Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct.

Event description:
"Loosening of the components causing the patient severe pain (lack of mobility, complaints of chronic pain) in the shoulder. This prosthesis was designed to safely replace and restore function to a patient's shoulder joint. Medical record number: (B)(4)".

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.